Event description:
It was reported by the patient's wife that the patient passed away at home on (B)(6) 2025, while receiving hospice care for multiple sclerosis and diabetes. The cause of death details were reported as ms and breath stopped. The patient's wife reported that the patient discontinued use of his device the day before his passing as it was ineffective at that time. The patient's wife reported that the device ineffectiveness was not related to the device itself. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. A supplementary report will be filed if additional information is received.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.